Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a subclinical infection. The ipp was explanted and no new device was implanted. There were no additional patient complications.